Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no patient injury or harm reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.